Event description:
Pt was diagnosed with advanced coronary disease. They had had a heart valve replacement five years prior in 1998. The cardiologist performed a catheterization and determined a clogged artery and implanted a medicated stent in 2003. They began taking medication prescribed, eating a low fat/low salt diet, and cardiac rehab. Their bloodwork the week before they died showed excellent cholesterol and triglyceride results. They were feeling great and working. The day of their death they worked and had a relaxing evening. Pt went to bed and pt was fine. When pt lay down, pt turned over, fell out of bed, and died suddenly.